Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. The evaluation of the provided photo demonstrates underfill. Additionally, 20 retained samples were functionally tested. From this testing, it was determined that all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.